Event description:
It was reported by the patient that the patient has been "feeling fluttering of [the] heart and zapping, like a shock." The patient intended to go to the emergency room (ER) to be checked rather than contact the physician. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the patient has been "feeling fluttering of [the] heart and zapping, like a shock." The patient intended to go to the emergency room (ER) to be checked rather than contact the physician. It was later reported by the patient that the device "cut off on me 4-5 times since I had it implanted" and then the "pulse goes to 20." The patient also reported that the device "hit me with a shock" about 12 years previous when the patient was walking on a hot day and reported that "pain was a 7 on a scale of 1-10." When the patient presents to the clinic, the patient stated a medical equipment company representative "comes and restarts the device." Follow-up with the clinic revealed the patient has not been seen in about 4 years. The device may have been "restarted" and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.